Event description:
During a clinic follow-up, the device was observed to be in back-up mode following a power on reset (por). Technical support was contacted and recommended reprogramming, which was performed. The patient was stable and will continue to be monitored.